Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a broken sensor. Customer stated that when she uploaded the sensor to the serter and pressed the release the needle fell from the serter. Customer's blood glucose reading was 139 mg/dl. Replacement product is being sent.